Event description:
Based on the information reported, the patient fell from an auralis mattress placed on a non-arjo bed (stryker ¿secure 3¿ s3 bed). As a result of the fall, the patient sustained a displaced fracture of the left distal femur. The patient was splinted, and no surgical intervention was planned due to the patient¿s medical condition. The patient is bed-bound and non-ambulatory, with contractures and a high risk for complications. At the time of the event, the bed side rails were reported to be raised, and the head of the bed was positioned at approximately 35 degrees. The circumstances of the fall are unknown, as the event was unwitnessed. The patient was in covid isolation. According to the facility representative, the patient was in an upright sitting position and likely leaned to the side, resulting in a fall over the side rail.

Manufacturer narrative:
No malfunction or failure of the arjo auralis mattress system was reported. The mattress involved in the event was not available for arjo evaluation. It is unknown whether the alarm on the bed was activated, as contradictory statements were received from the customer. Initially, the nurse stated that the alarm was on; however, during subsequent attempts to obtain additional information, this statement was called into question by facility's clinical solutions manager. However, as the bed was a non-arjo product and the alarm specifications are not available to arjo, it cannot be determined whether the bed alarm functionality, or lack thereof, could contribute to the patient¿s fall. At the time of the event, the arjo auralis mattress was used with a non-arjo bed (stryker "secure 3" s3). The auralis instructions for use (IFU 04.ai.00en) states in the bed frame recommendation section that the auralis mattress may be used with other bed frames (arjo or non-arjo). ¿an assessment should be made by clinician or caregiver to determine which mattress and bed frame combination to use. See respective bed frame IFU for compatible mattress sizes and measurements for mattresses and seat cushion on page 48 for dimensions of all mattresses." According to the IFU, the auralis mattress dimensions are: 2030 mm in length, 860 mm in width, and 205 mm in thickness. The operations manual for the stryker bed were retrieved from the manufacturer's website (extract attached). According to the operations manual, the approved mattress specifications are 152 mm thickness, >= 889 mm width and >= 2134 mm lenght. Comparison of these specifications shows that the auralis mattress does not meet the stryker bed¿s approved mattress requirements in thickness, width, and length. Specifically, the auralis mattress is thicker, narrower, and shorter than the dimensions specified by the bed manufacturer. This confirms the customer¿s concern that the mattress was too high (53 mm above the approved thickness). The increased mattress thickness may have altered the relative position of the mattress surface in relation to the side rails, which could potentially affect their effective height. However, as the side-rail height of the non-arjo bed is not known and the devices involved were not available for assessment, a direct causal relationship between the mattress height and the patient¿s fall cannot be conclusively established. To summarize, the arjo auralis system functioned as intended, and no product-related failure was reported to arjo. The auralis mattress was being used with the patient on a non-arjo bed frame at the time of the event. Despite the assumption that the fall may have been caused by the patient leaning to the side and the use of a mattress with dimensions incompatible with the bed frame, the root cause cannot be conclusively determined, as the event was unwitnessed and the circumstances of the fall are unknown. The complaint decided to be reportable due to the patient's fall from the mattress. The patient sustained serious injury (fracture). The serial number and UDI of the involved auralis system could not be identified, as the facility was unable to provide the correct reservation information that would allow determination of the serial number of the device involved. The system was not evaluated by arjo.